Manufacturer narrative:
(B)(4)

Event description:
It was reported the asymptomatic patient presented to clinic for routine follow-up. There was high pacing lead impedance. No changes have been made. The patient was in stable condition.